Event description:
It was reported that when hammering the anchor, the first ridge of the anchor body broke. It was further reported that this happened four times within the same pt. Further, a pre-hole was drilled and one anchor broke. During the pre-drilling it was very difficult to insert. Further, is was stated that the bone quality of the pt was good.

Manufacturer narrative:
A quantity of four units were implicated in this event. Please refer to medwatch report number 2936485-2012-00444 for unit # 1, report number 2936485-2012-00445 for unit # 2, and report number 2936485-2012-00446 for unit # 3. Additional information will be provided once the investigation has been completed.